Manufacturer narrative:
The investigation of vf/vt/af/at and embolism has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28460. H6 health effect - clinical code 4438 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28460.

Event description:
It was reported that a patient implanted with an impella 5.5 began complaining of chest pain and profound shortness of breath, then went into ventricular fibrillation. Unsuccessful attempts were made to convert the sinus rhythm and CPR was initiated. The decision was eventually made to halt resuscitation efforts and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the instructions for use for the impella cp with smartassist system lists ventricular arrythmia as an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients."